Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on sep 9, 2009 alleging that her one touch ultrasmart meter was not powering on. The reported issue first occurred five days prior at 7 am. The pt claimed she developed symptoms of lightheadedness, headache, blurred vision, and "urination" 10-11 hours after the power issue began. (3 days after the power issue began), the pt went to the emergency room (ER). The pt's blood glucose was "272 mg/dl" on the ER meter. It was noted that the pt was treated with oral diabetes medications. According to the troubleshooting performed with customer service, the battery was replaced per the owner's manual. It was noted that the left arrow button and the "ok" button was not powering the meter on. The reported power issue was not resolved. This complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia 10-11 hours after the power issue began. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.